Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged plunger stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd preset¿ eclipse¿ plunger was found deformed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the device is used, a deformation is observed in the plunger, which makes its use impossible."